Manufacturer narrative:
Exemption number: e2014018. Manufacturing site evaluation: evaluation on-going.

Event description:
Country of complaint: (B)(6). It was reported that the vessel/skin was cut through during fixing th clip.

Manufacturer narrative:
Investigation: the instrument has been examined visually and microscopically with a keyence vhx-5000 digital microscope and a panasonic dmc tz8 digital camera. We made a visual inspection of the instrument. Here we found no visible damage on the jaw. Furthermore we found no visible damage on the cliprail. Additionally, the investigation was carried out by the quality assurance group of the production department. No failure was found. Batch history review: the device quality and manufacturing history records have been checked for the lot number and found to be according to specification, valid at the time of production. Conclusion and root cause: the root cause of the problem is most probably usage related. Rational: according to the quality standard, DHR files and analysis of the quality assurance group, a material defect or production error can be excluded. There are no hints of a pre-damage or similar. No CAPA is necessary.